Manufacturer narrative:
The reported event of stripped atrial set screw was confirmed in the laboratory. The atrial set screw was found partially stripped. The stripping of the atrial set screw was consistent with incorrect wrench insertion. Atrial set screw was successfully tightened and loosened after proper wrench insertion. All other operations were normal. No anomalies were found.

Event description:
It was reported that the patient presented for dual chamber pacemaker implant procedure. During procedure, it was noted that set screw in the atrial port was stripped when the physician tried to attach the atrial lead to the can. Hence, the set screw was unable to be tightened by the hex wrench and the lead was not securely connected to the pacemaker. The pacemaker was explanted and replaced. The patient was stable post procedure.